Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded they adjusted cables and the device is working properly and has been placed back into service.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.